Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.2 mmol/l, 3.4 mmol/l, 10.7 mmol/l and 5.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint there was no indication that the product did not meet specification. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and precision test strips. No further track and trend review as required as there were no confirmed complaints. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Dhrs (device history review) for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. A DHR for the freestyle precision neo meter and the DHR showed the freestyle precision neo meter passed all tests prior to release. All review activities conducted above, including but not limited to the final release testing specifically associated with the manufacture of this product, are sufficient information in order to show that the product has met specifications prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.2 mmol/l, 3.4 mmol/l, 10.7 mmol/l and 5.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
As product was not returned and the test strip lot reported with this complaint is unknown, a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. (Meter serial number) has been updated based on the DHR (device history review).

Event description:
Customer reported receiving erratic readings on their adc blood glucose meter. Customer reported receiving readings of 3.2 mmol/l, 3.4 mmol/l, 10.7 mmol/l and 5.2 mmol/l within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.